Event description:
It was reported that this implantable cardioverter resynchronization therapy device (crt-d) exhibited atrial oversensing on the right ventricular (rv) channel. Boston scientific (bsc) technical services (ts) was contacted for data review. The presenting electrogram showed a rvp-tr marker with appropriate blanking and no impact to device function. The clinical observation was documented. The system remains in service and no adverse patient effects were reported.